Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the pulse generator exhibited capture anomalies while autocapture was turned on. The patient also experienced pacemaker - mediated tachycardia. No intervention was reported and the device remained implanted. The patient would be monitored via merlin.net transmission.